Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H11: livanova deutschland manufactures the heater-cooler system. The 3t heater cooler unit was tested, and when the power was switched on with no water in the water tank, the device appeared to operate normally. The water was supplied to the tank, the water level rose on the cardioprotective side and the compressor started to run, at which point the device switched off. The compressor is considered to be faulty. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was not cooling on myocardial protection side during a procedure. There was no report of any patient injury. The device was inspected at livanova japan and found the breaker tripped when switching on the power and checking the operation, so the equipment was being verified again.

Event description:
See initial report.

Manufacturer narrative:
The 3t heater-cooler unit was tested, and when the power was switched on with no water in the water tank, the device appeared to operate normally. The water was supplied to the tank, the water level rose on the cardioprotective side and the compressor started to run, at which point the device switched off. The compressor is considered to be faulty. Machine service history review revealed no other analogous issue occurred since unit installation in 2019. The reported event is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to corrosion in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in 2019 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed 5 years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.